Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and no patient complications nor injuries were reported.